Manufacturer narrative:
The compressor blowing up could be from an electrical problem. Thus, it could have harmed the patient if the device was in use. The complaint of "while using it, it blew up on them" regarding part 8350-8900-7-1 was confirmed via photo. The root cause cannot be determined but could possibly be a result of the motor overheating. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been 0 other complaints regarding the same part and a similar issue within the 24 months preceding this reported issue. A resolution letter was sent to the customer.

Event description:
While using it, it blew up on them.

Event description:
While using it, it blew up on them.

Manufacturer narrative:
The compressor blowing up could be from an electrical problem. Thus, it could have harmed the patient if the device was in use.